Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the image acquisition system (ias) cmos battery was replaced. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) had a dead cmos (complementary metal-oxide semiconductor) battery. There was no patient present.